Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had a major infection.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient presented to the hospital on (B)(6) 2020 with shortness of breath, fatigue on exertion, and five pounds of weight gain. The patient had bilateral lower extremity edemas to the knees. The lungs were noted for diminished left lung sounds without any wheezing, but wheezing was noted in the right superior lung field. The right inferior lung field was noted for coarse crackles for which the patient received back to back IV duoneb aerosols and solumedrol 125 mg. The patient was admitted on (B)(6) 2020 for further evaluation and management. A chest x-ray revealed a mild interstitial edema. The patient was given 120 mg ivx1 on (B)(6) 2020 then was continued on lasix 40 ng/hr with good urine output. The patient was titrated as necessary to optimize fluid loss, and weight was trending down. Once the patient reached 182 lbs, she was transitioned to oral torsemide. The patient was discharged on (B)(6) 2020 with instructions to dose oral metolazone 2.5 mg four times every other day in addition to tosemide 200 mg twice daily. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.